Manufacturer narrative:
Evaluation summary one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification except the plunger was rotated more than 1/8 of a turn. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the patient's esophagus. There was no harm to the patient. A repeat procedure was performed. Intervention was not required. There was nothing unusual about the patient or procedure that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over five years. A medela pump was used as the vacuum source and lubricant was used to facilitate capsule placement. No known adverse events were reported.